Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when the patient charged their ins on saturday it took an hour to charge to 50%. The patient said the recharger kept losing connection with the ins. The patient waited awhile then charged the ins for 15 minutes and the ins was up to 70%. Recharger application use was reviewed with the patient. The patient was able to start and maintain a charging session during the call. Additional information was received from the patient on (B)(6) 2025. The patient stated their ins was shutting off and on, and it was not charging properly. The patient repeated that it only charged to 50% after one hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.